Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was giving the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 8:00 am the patient noted the reported meter was displaying the battery indicator symbol; she did not obtain a blood glucose reading. According to the owner's booklet, this meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient took no actions due to the meter issue. Twenty minutes later, the patient experienced the symptom of shaking. She did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery according to manufacturer's recommendations. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k #: k062195.